Event description:
During a lead revision (see manufacturer's report # 3004209178-2009-00867), the physician had difficulty inserting the new lead into the extension. The physician then snipped the proximal end of the lead to try to get it to sit better in the extension connection. They were unable to conduct perioperative impedances because the implantable neurostimulator (ins) battery was discharged. After charging the ins, they conducted impedances and everything was >10,000 ohms. The pt was brought back to the or in the evening. The extension was replaced. All impedances were checked and found to be well within normal limits. The pt reported good stimulation. Follow up with the pt in recovery and on the following day also evidenced successful revision; this was measured subjectively as the pt again reported good coverage.